Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of the clinical use at the time of the event. The philips remote service engineer (rse) connected with the customer and confirmed that the system was unable to perform exposure. The rse determined that the system¿s cooling unit had ruptured, causing an oil leak that was preventing exposure. The rse reviewed the system's log files for errors, checked the tcu (thermal control unit) and fluid levels, and confirmed the issue with the end user and issued an onsite work. Upon functional testing, the fse found that the cooling unit was indeed leaking oil. To resolve the reported issue, the fse replaced the faulty cooling unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system's cooling unit ruptured, leaking oil and preventing exposure. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.